Manufacturer narrative:
Updated section b5 - describe event or problem. Additional information provided on 19feb2026: sid (B)(6) for repeated specimen from same patient. The comparison data provided for comparison and troubleshooting purposes on 6 different specimens. There were no discrepant results or interpretation change among those results. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I b-hcg results on a 19yrs old female patient. The results provided were: on (B)(6) 2026 sid (B)(6) initial= 36.75 miu/ml (> 25.0 iu/l =positive) /redrawn and repeated sid (B)(6) = < 2.30 miu/ml (< or =5.0 miu/ml=negative). Repeated sid (B)(6) on another instrument=< 2.30 miu/ml. The comparison data provided for comparison and troubleshooting purposes on 6 different specimens. There were no discrepant results or interpretation change among those results. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-20 that has a similar product distributed in the us, list number 7p51-21/31, with 510k/PMA/bla number k170317.

Event description:
The customer observed false positive alinity I b-hcg results on a 19yrs old female patient. The results provided were: on (B)(6) 2026, sid (B)(6), initial= 36.75 miu/ml (> 25.0 iu/l =positive) /redrawn and repeated =< 2.30 miu/ml (< or =5.0 miu/ml=negative) there was no reported impact to patient management.